Event description:
It was reported that while laying down using a heating pad with the implantable neurostimulator (ins) powered off, the patient felt stimulation down the legs and it felt like the ins was on. The patient had not been using the ins for a while, and had used the heating pad previously without issue. The patient turned the ins on with the patient programmer and felt normal stimulation which was described as "ok". The patient turned the ins off and continued to feel uncomfortable stimulation down into the legs. There was no patient injury. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748951cv, serial# (B)(4), implanted: 2004-(B)(6), product typ extension; product ID 3587a, lot# b0222461k, implanted: 2004-(B)(6), product typ lead. (B)(4).